Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger displayed an error code while charging a battery.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The battery pca was contaminated. The root cause for the contamination was ingress of unk liquid. No adverse event resulted from the defective battery charger/modem.